Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed, by review of medical records. The medical records were reviewed by a health care professional. Review of the available records identified the following: there is no acute fracture or dislocation. There is acetabular protrusio deformity and abnormal radiolucency along the acetabular cup reflecting osteolysis. And there is osteolysis along the single screw within the left ischium. There is no bone at the calcar- prosthetic interface, possibly representing post-surgical positioning. The prosthetic femoral head is not fully centered within the acetabular cup of uncertain etiology, possibly related to liner wear or liner abnormality. Device history record (DHR) review was unable to be performed, as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02271, 0001825034 - 2020 - 02355, 0001825034 - 2020 - 02407.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.